Manufacturer narrative:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that during use of the device, the patient was sitting in the lift's chair and suddenly the resident was on the floor with lift on top of him. This occurred when the resident was transferred from alenti to wheelchair after bathing. As per the customer, the device¿s brakes were not on, floor was not wet and there were no obstructions. The patient sustained scrapes on his left elbow and left leg. No indication of any treatment applied. The involved device was taken out of use and evaluated by a qualified arjo representative. According to the results of inspection, the handset's ¿up¿ button was functioning intermittently and the handset's cable isolation was damaged and wires were exposed. Moreover, the scale cover and electrical cover were found cracked. No other malfunction was detected. Alenti is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The device must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the operating and product care instructions. Please note that operating and product care instructions for alenti (04.cd.05_4us,ca issued in march 2008 ¿ binding at the time device was manufactured) provides the information related to correct and safe device use, such as: ¿never leave the resident unattended at any time.¿ ¿always pay close attendance to the resident during transferring, transporting and bathing.¿ according to the description of event the brakes were not applied, when the patient was transferred from alenti to the wheelchair. It should be underlined that opci specifies when brakes should be used and includes section related transfer procedure from alenti to another device: ¿to avoid the possibility of injury always ensure that: (¿) the wheels of the bed are locked when transferring a patient to/from alenti.¿ ¿make sure that the brakes are activated on both alenti and the wheelchair during the transferring.¿ the opci also states that alenti has to be lowered immediately after removing residents from the bath. In the case of occurred event it was not determined at what height the device was when the tipping occurred. Moreover, the manual provides the recommendation that facilities should establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use: ¿- the resident should be active or semi-active (i.e. Able to sit upright selfsupported on the side of a bed or toilet). - the resident should understand and respond to instructions to stay seated in an upright position. If a resident does not meet these criteria an alternative lift shall be used.¿ in the case of this event the description of the involved resident was not available, so it was not possible to confirm that alenti was suitable for use with this patient. Design of alenti bathing lift is attested, fulfills the requirements of stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. The test was confirmed by tuv in 2004. Based on the performed analysis the most probable root cause is considered as related to user error due to not following the transfer procedure, which states that brakes should be applied. In summary, according to the gathered information the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there was no technical deficiency found, that could be related to the event. The complaint was decided to be reported to the relevant regulatory authorities due to indication of the device tipping over, which led to patient fall and might have resulted in a serious injury.

Manufacturer narrative:
Arjo attempted to collect more information regarding the event, however none additional details were made available by the customer facility to date. The investigation is still on-going and further information will be provided in the next report.

Manufacturer narrative:
(B)(4). The involved device was taken out of use and evaluated by the qualified arjo representative. According to the results of inspection, the handset's up button was functioning intermittently and the handset's wires were exposed in cable. Moreover, the scale cover and electrical cover were found cracked. No other malfunction was detected. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that during use of the device, the patient was sitting in the lift's chair and suddenly the resident was on the floor with lift on top of him. This occurred when the resident was to be transferred from alenti to wheelchair after the bath. The patient sustained scrapes on his left elbow and left leg. No inidication of any treatment applied.